Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 358 mg/dl; cause was not known. School nurse assisted the customer with changing the pump supplies and deliver a correction bolus. Contact was not with the customer/pump at the time of the report. Recommendation was made for contact to discuss event with a healthcare provider.